Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test". The patient's medical history included abdominal adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: pathology report revealed uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (539 g): uterine leiomyomata, intramural, up to at least 10 cm in greatest dimension. Secretory endometrium. Unremarkable fallopian tubes. No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: on bimanual exam, 12wk sized uterus, smooth in contour with right fundal fibroid. Normal appearing vagina and cervix. On hysteroscopy, normal appearing endometrial cavity without evidence of fibroids or other lesions. Normal appearing bilateral tubal ostia. On three attempts to place left essure coil, resistance met at approximately 1-2cm along the tube. On pelviscopy, large uterus with fundal fibroid, significant adhesions circumfrentially in the pelvis including the anterior and posterior cul-de-sacs as well as the bilateral adnexa. The left adnexa appeared to have the most significant disease. Left fallopian tube appeared to be adhesed to the ovary and uterus. Right ovary and tube appeared normal. No significant adhesions from bowel to anterior abdominal wall. Bowel appeared normal. Most recent follow-up information incorporated above includes: on 17-jul-2020: lot number, expiry date and insertion details were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: pathology report revealed uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (539 g): uterine leiomyomata, intramural, up to at least 10 cm in greatest dimension. Secretory endometrium. Unremarkable fallopian tubes. No evidence of malignancy. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet and medical record received. Event¿ abnormal bleeding (vaginal) was added. Reporter and demographic was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia)'). In an adult female patient who had essure (batch no. C22917), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted, specify: plaintiff did not undergo essure confirmation test". The patient's medical history included: abdominal adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: pathology report revealed uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (539 g): uterine leiomyomata, intramural, up to at least 10 cm in greatest dimension. Secretory endometrium. Unremarkable fallopian tubes. No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): investigation: on (B)(6) 2015, on bimanual exam, 12 wk sized uterus, smooth in contour with right fundal fibroid. Normal appearing vagina and cervix. On hysteroscopy, normal appearing endometrial cavity without evidence of fibroids or other lesions. Normal appearing bilateral tubal ostia. On three attempts to place left essure coil, resistance met at approximately 1-2cm along the tube. On pelviscopy, large uterus with fundal fibroid, significant adhesions circumstantially in the pelvis, including the anterior and posterior cul-de-sacs, as well as the bilateral adnexa. The left adnexa appeared to have the most significant disease. Left fallopian tube appeared to be adhered to the ovary and uterus. Right ovary and tube appeared normal. No significant adhesions from bowel to anterior abdominal wall. Bowel appeared normal. Lot number#: c22917, manufacturing date: 2014-02, expiration date: 2017-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia (menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests conducted, specify plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information was added. Case of incident injury nos updated with new events menorrhagia, device monitoring procedure not performed. And event outcome added menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.